Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints (B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: d6a - implant date was added updated g3- date received by manufacturer merit medical updated/replaced f codes to include 4607,4617, 4641 updated/replaced g code to include 788 updated//replaced c code to include 3221 updated/replaced f code to include 67.

Manufacturer narrative:
The physician is alleging the tif procedure contributing to/causing the reported perforation. Endogastric solutions (egs) has been unable to confirm or further investigate the allegation as no additional information has been provided to egs following four written attempts to obtain additional information from the complainant. Thus, it is unknown/unconfirmed if the hhr procedure, tif procedure, or a combination of events, contributed to or caused the reported perforation. A follow-up report may be submitted at a later date if additional information is obtained by egs.

Event description:
A patient who underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted either laparoscopically or robotically, followed consecutively by a transoral incisionless fundoplication (tif) procedure) was diagnosed with a perforation of unknown size and at an unknown location.